Event description:
When introducing into the sheath, a leakage was noticed, with blood in the balloon. There was no reported complications resulting from the event. Patient died on (B)(6) 2012 at 11:05 am. The user "popped" the plunger when drawing a vacuum on the balloon.

Manufacturer narrative:
Product condition received: the product was returned with the membrane loosely folded and blood found on the exterior of the catheter. No blood was found inside the catheter. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. Conclusion: the returned condition of the product indicates that the reported problem resulted from a condition known as "channeling." As stated in the instructions for use, during insertion of the iab catheter, arterial blood pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak. (B)(4).